Event description:
The facility reported a flo-gard infusion pump with a malfunction of does not turn on. The event was reported to have occurred after delivery in biomed services. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service, the main batteries were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of cannot turn on was confirmed and reproduced during product evaluation. The quality engineer has identified the reported condition as a battery issue. The assignable cause was a swollen main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.